Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision consisting of a ¿washout¿ and liner exchange was performed approximately 1 month post implantation due to the wound not clearing in an obese patient. It was communicated that operative reports/requested medical documentation would not be provided for inclusion in the medical investigation. Reportedly, the surgeon did not fault the components. Although statistically, obese patients have a higher risk for post-operative infections, the root cause of the infection could not be concluded based on the information provided. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tha surgery, the patient's wound was not clearing up. The patient had a washout and an insert exchange. The patient outcome is unknown.